Event description:
Customer received a control test result of 57 mg/dl. The general normal control range is approximately 105-145 mg/dl. Unable to obtain further info because customer hung up. No products were replaced and no products are expected to return.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the manufacture date without the meter info.